Event description:
It was reported that patient experienced dizziness due to blockage issue of the infusion set.

Manufacturer narrative:
E1: Name: AbbVie Inc.,Country: United States of America,Address ¿ Line 1: 1 North Waukegan Road,City: North Chicago,State: IL,Zip Code: 60064.Based on the available information, this event is deemed to be a Serious Injury.Request was performed for additional information including lot number, however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.